Event description:
During the attempted placement of another manufacturer's PICC line in the anticubital intima, the physician switched to mandril wire in order to try and advance the wire down into the superior vena cava; which the physician believed was in the subclavian vein, when in actuality was in the subclavin artery. The wire went up into the carotid artery and out into a branch of the thyrocervical artery, a very small branch of a cervical artery, which probably caused a vasospasm and lodged the wire in the artery. Upon trying to retract the wire in the artery it fractured and uncoiled leaving a trail of wire back to the insertion site. The mandril portion of the wire was removed. In january 2004 a vascular surgeon attempted a cutdown on the brachial artery in order to retrieve the portion of wire that was left in the pt. The attempt to remove the wire resulted in the wire persisting to uncoil, rendering the retrieval unsuccessful. The surgeon and radiologist involved in the case then decided to terminate the attempt and not remove the wire, due to the pt's health condition.